Event description:
It was reported that the right ventricular (rv) lead exhibited high, out-of-range shock impedance measurements of between 190 and 200 ohms. The impedance has been stable at these values. Boston scientific technical services (ts) was contacted, and ts recommended evaluating the lead for whether the measurements were due to calcification of the rv lead or lead fracture. Subsequently, the non-boston scientific device was reprogrammed to change to sensing vector to one with better impedance measurements. The non-boston scientific device and rv lead remain in service. No adverse patient effects were reported.